Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller had a mind of its own and if the patient was having pain, she will override what the setting was and all of a sudden it went from 1.2 to 4.0 when she hadn't asked it to. The patient said she'd be riding in the car and she had to hurry up and decrease the stimulation because it was "electrocuting" her all of a sudden it was back up to 4.0. The patient said that it was not staying at the measure she placed it at and when she hits #1 on the controller which was for her left side and it was stimulating her right knee at the same time as her left side. The patient noted that #2 was for her right side. The issue began 3 or 4 days prior to the report and in (B)(6). Adaptive stimulation was turned on and while on the call, and stim went from 1.4 to 2.2 and she hadn't touched it. The patient said that the issue happened when she was not moving. On the call, the patient was sitting on the couch and it was doing the same thing and kept increasing "until I feel like I'm being electrocuted." The adaptive stimulation was turned off on the call. The patient said after adaptive stim was turned off, the stim was still felt on her left side and inside of her right calf. The patient then decreased stim and said it calmed the whole thing down and she had faint stim in both legs. The stim was normally intended for her left side, but it was also hitting her right side still. It was confirmed that stim did not increase on its own after adaptive stim was turned off. The patient was directed to follow up with a rep/hcp for programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had no idea what led to the issue. The issue occurred wile they were driving. No further complications were reported.